Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reseated the cartridge and was able to reload it successfully after receiving instructions from technical support to inspect the o-ring.